Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, despite using multiple usb cables and wall adapters. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 225 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the alert had not recurred and the pump was successfully charging after leaving the pump plugged into the power source.